Event description:
During remote monitoring, the device delivered inappropriate high voltage therapy in response to a supraventricular tachycardia (svt). Abbott technical support was contacted, and the device was reprogrammed to resolve the event. The patient was in stable condition.